Event description:
It was reported that the implant was removed due to a fracture of the implant.

Manufacturer narrative:
Zimmerbiomet complaint number cmp-(B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Catalog, lot number, expiration date and unique identifier (UDI) number unknown / not provided. Last name unknown / not provided. PMA/510(k) number not available. Device manufacturer date unknown / not provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). After additional information was received on sept 16, 2022, it was determined that this event no longer meets the criteria of a malfunction that if it were to recur would cause or contributed to a death and / or serious injury. As a result, the prior submission for MFR- 0002023141 - 2022 - 01364 submitted on jun 03 2022 is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event.